Manufacturer narrative:
B3 date of event was estimated based on aware date as the actual date was not provided. D6a implant date: corrected. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the stent was difficult to deploy, which resulted in a dissection. The patient underwent coronary intervention. Vascular access site was obtained via the radial artery. A 2.50x 16mm drug-eluting stent was advanced for treatment. During the procedure, the stent balloon failed to fully inflate, resulting in the stent expanding to half its diameter. When the balloon was removed, the under-expanded stent caused a dissection. The stent was subsequently inflated, and the dissection was closed. There were no patient complications.

Event description:
It was reported that the stent was difficult to deploy, which resulted in a dissection. The patient underwent coronary intervention. Vascular access site was obtained via the radial artery. A 2.50x 16mm drug-eluting stent was advanced for treatment. During the procedure, the stent balloon failed to fully inflate, resulting in the stent expanding to half its diameter. When the balloon was removed, the under-expanded stent caused a dissection. The stent was subsequently inflated, and the dissection was closed. There were no patient complications.

Manufacturer narrative:
B3 date of event was estimated based on aware date as the actual date was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.